Event description:
It was reported that the patient became bradycardic. Set pressure was lower than usual setting according to the surgeon (pressure at 12mmhg, flow at 20l/min).

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.